Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, a catheter array inversion occurred. At the end of the procedure, while retracting the catheter into the sheath, a knot was created in the catheter. The guidewire was retracted while the catheter was still in the left atrium. The guidewire was then brought out to provide support, but the catheter was blocked and could not be retracted into the sheath. Attempts to undo the knot by retracting the guidewire completely and stretching the catheter were unsuccessful. The equipment was removed with the knot at the end coming out of the sheath, while the rest of the catheter was well captured in the sheath. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: two image files were returned and analyzed. The first image showed a knotted array of a pulseselect catheter laid on gauze tissue. The second image was a screenshot from the fluoroscopy screen, and it showed a deformed array of a pulseselect catheter. The date captured on the fluoroscopy image is (B)(6) 2025. In conclusion, the reported array knot and was observed during image file analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number: 0012665975 was returned and analyzed. The catheter was received with a non-medtronic guidewire threaded in. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, electrode # 1 was observed to be crushed/damaged, an exposed electrode wire was observed, the spiral array pebax tube was observed to be kinked, the proximal end of nitinol array wire was observed to be dislodged from dual lumen, the distal arm pebax tube was observed to be torn beside the electrode #1, and the guidewire lumen was observed to be kinked at 0.4 and 0.7 inches from the distal tip. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the reported array inversion and knot were not confirmed through testing. The loop catheter failed due to the several array issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, a catheter array inversion occurred. At the end of the procedure, while retracting the catheter into the sheath, a knot was created in the catheter. The guidewire was retracted while the catheter was still in the left atrium. The guidewire was then brought out to provide support, but the catheter was blocked and could not be retracted into the sheath. Attempts to undo the knot by retracting the guidewire completely and stretching the catheter were unsuccessful. The equipment was removed with the knot at the end coming out of the sheath, while the rest of the catheter was well captured in the sheath. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.